Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: it was reported that during a da vinci-assisted right upper pulmonary lobectomy surgical procedure, the green sureform 45 reload staple line was incomplete. The sureform 45 curved tip stapler instrument fired with a green reload on the bronchus. The firing sequence fired without error messages, pausing for compression or complications. The staple line looked intact. While continuing the procedure and moving the right lung out of the way the green reload staple line fully opened. The staple line was over-sutured to repair the defect. No further intervention was required. The patient's bronchus tissue was noted to be normal pulmonary tissue and had normal pulmonary function, no radiation was administered. The procedure was completed robotically. The patient recovered well with no reported complications. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review revealed no issues, the reported event was unable to be confirmed or replicated.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A stapler log investigation revealed the following: the logs show a sureform 45 stapler instrument (part #480545-06, lot #k13241017-0519), was installed on the system 12 times and fired 12 sureform 45 reloads (1 green, 3 blue, 1 white, 1 blue, 2 white, 2 blue, 2 white, in that order). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, an incomplete staple line was identified after sureform 45 reload was fired with a sureform 45 curved-tip stapler instrument. The stapler was working as intended prior to the event. On the 10th or 11th staple fire, the staple line like looked incomplete. It is unknown what medical/surgical intervention was required. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.